Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient suddenly noticed that her infusions set was broken in the part of the tube that was connected to the attachment. The infusions set was inserted on her stomach according to guidelines 6 hours before. However, she had to insert a new infusion set. No further information available.